Event description:
Caller reported a cracked and shattered touchscreen on the pump, which made the screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.